Event description:
It was reported that since the patient had an MRI of their lumbar spine in (B)(6) 2014, the implantable neurostimulator (ins) had not been working. The manufacturing representative tried to perform telemetry using the clinician programmer, but the programmer indicated the ¿device could not be found.¿ the patient had not used the recharger since (B)(6) 2014 and the ins was in overdischarge. The manufacturing representative stated the patient appeared to have pressed the green start charge button many times in rapid succession on (B)(6) 2014. The manufacturing representative was going to perform a physician mode recharge (pmr) on the ins. The overdischarge was confirmed and the pmr was not successful. The patient had been sent home to do a second pmr. Follow up with the manufacturing representative indicated the patient forgot what they had to do for the pmr and they had been instructed to try again. The patient was not able to successfully perform a pmr. The manufacturing representative thought there were cognitive issues that affected the patient¿s ability to recharge. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger. (B)(4).